Event description:
It was reported that multiple intermittent pump shutdowns occurred. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was over 600mg/dl and was resolved by administering a manual injection. Although requested, the customer declined additional troubleshooting. Reportedly the customer reverted to manual injections for insulin therapy.